Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed empirically based on as reported by the clinical specialist. Available information suggests that patient factors likely contributed to the event due to challenging imaging because of aortic device. The following factors may have contributed to the inadequate leaflet capture resulting in slda such as: suboptimal trajectory and implant orientation, suboptimal alignment or positioning of catheters or the implant, inadequate leaflet optimization and grasping, misinterpretation of proper capture (e.g. Capturing chordae instead of leaflets), interaction between multiple implants, and/or interaction with previously implanted devices. Slda may also occur as the result of leaflet damage due to multiple capture attempts, difficulty to release implant, patient anatomy/pre-existing conditions. Imaging related issues may include incorrect echo view planes, failure to use 3d or color doppler, catheter shadowing, artifact, and misinterpretation of images. These events are not associated with device malfunctions or manufacturing nonconformances. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. H3 other text : implanted.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where an slda happened. There was secondary fmr (4+) with main jet as to central. The imaging was challenging overall due to this aortic device. The first device was implanted as with tr-reduction to 3+. The second device was planned beneath the first device in central as position. After several grasps with challenging imaging, the implanter grasped and closed the device with a significant reduction. The implanter and echocardiographer including the clinical specialist were sure that the septal leaflet was grasped, so it was decided to release first the septal clasp and then the anterior. Then after release of the ace the device got detached from the septal leaflet. A third pascal precision ace device was attempted to fix the detached device. Several grasps at as failed and also it was planned to grasp ps, but in every case the tr was increased. After about 1.5 hours with the third device, the implanter decided to retrieve the ace and end the procedure. Tricuspid regurgitation before the procedure was 4+ and after the procedure 3+.